Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the sram card. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the 9600+ system will not boot. It was noted that the mainframe displayed a "checksum error, boot up terminated." There was no report of pt injury.